Manufacturer narrative:
The suspected item has been returned for investigation. It could be confirmed that the blue connectors were not fixed to the tubing anymore, the glued area was broken off. There were however no material defects detected, deviations from specified workmans

Event description:
It was reported that the user observed a disconnection of the blue cuff connector from the breathing hose in the area where both parts are glued together. No patient consequences have been reported. Remark: the wording the user expressed his concern.